Manufacturer narrative:
Findings: pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. No unexpected low battery alarm or insert battery alarm noted. However, unexpected replace battery alarm, power loss alarm and replace battery now noted in the pump history due to connector resistance. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Unit was received with cracked battery tube threads, cracked case along the side of the battery tube, scratched case and minor scratched lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that batteries have gone from lasting up to 2 weeks to only half a day then now last night and today to only 2 hours. We performed troubleshooting as per the guidelines and the battery issues did not resolve. The customer performed a self-test which passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.